Event description:
It was reported that the patient's lead has high impedances on all contacts. Diagnostic testing revealed the lead had fractured. Effective therapy was established through reprogramming. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000163813. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates patient experienced ineffective therapy following multiple falls. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Correction: a4 - patient weight should have been 71 kilograms instead of 150 pounds. Correction: e1 - initial reporter updated.